Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall, the pump was restarted per instructions with therapy resuming, a subsequent alert occurred, and the user was instructed to replace the device and use back-up therapy. Symptoms included sustained hyperglycemia with cgm readings reported as ¿high,¿ elevated glucose above 180 mg/dl for more than 12 hours, and alerts for glucose above 300 mg/dl for more than 90 minutes, without ketone testing, medical intervention, or other health effects. Outcomes included use of back-up therapy and device replacement. Investigation included review of device history in the ilet, user guidance to restart, and coordination for device replacement and return. Investigation of this device revealed a reported motor stall event consistent with a pump drive malfunction affecting insulin delivery.